Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of ¿connect power¿ alarms when connected to the mobile power unit (mpu) was confirmed. The mpu (serial number: (B)(6) was returned to service depot and the reported event was reproduced when testing the mpu on a mock circulatory loop. The patient cable was replaced, and the issue resolved. A full functional checkout was performed after replacing the patient cable and the unit passed all tests. The replaced patient cable was forwarded to product performance engineering (ppe) for further analysis. The patient cable was installed in a test mpu, which was connected to a test system controller and mock circulatory loop, and a no external power alarm activated immediately. The pump maintained a speed within the expected range without issue. A current leakage test was performed on the patient cable and revealed that the grey relative state of charge (rsoc) wire was electrically shorting to the cable shield. The cable was dissected, which revealed a small hole in the insulation of the grey wire that allowed the underlying conductor to short to the cable shield. The root cause of the reported event was determined to be a breach in the insulation of the grey rsoc wire that resulted in the wire shorting to the cable shielding; however, the root cause of the breach in the insulation could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the mobile power unit patient cable¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the patient connected the primary system controller to mobile power unit (mpu), it began to alarm with "connect power source" display on the screen. The patient was given a loaner mpu, and no alarm were detected.